Event description:
It was reported the manifold leaked while hooked up to a pt. The leakage may have contributed to the change in the pt's blood pressure which could be a potential to contribute to damage of the heart.